Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the plunger initially felt hard to push during insertion with the control lever pressed down. Despite the lever being released, the plunger kept on advancing. The lens was implanted in the eye within the surgery. The lens was intact. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. The device was returned in a clear plastic bag inside the carton. The lockout assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. Lens was not returned. No damage observed. The lever is moving freely. The device is taken apart for further testing. Slight mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The cylinder is put back in place, the device is reloaded with a new gas canister and activates with no issues. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company vendor). Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).